Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was hospitalized with low blood glucose of 25 mg/dl.. The customer had septic gallbladder and had to have it removed and was in the intensive care unit for 10 days. The customer went to the emergency room and after 20 hours she was told her gallbladder was bad, was in ICU for 3 days, then had the surgery and back in room for 3 days and then sent home. She could not control her blood glucose and was back in the hospital after 19 hours with pneumonia. Customer was released after 2 weeks and spent 8 days in a rehab home. Emergency supplies are being sent.